Event description:
It was reported that the device exhibited oversensing resulting in asystole after the patient underwent an ablation procedure. It was noted that atrial pacing would cause ventricular oversensing and inhibit pacing support. It was also noted that when the atrial output was reduced, pacing was normal. The device was reprogrammed. No further episodes were observed. The patient will be monitored.